Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. While attempting to place a taxus express2 2.5x24mm drug eluting stent, it was discovered that a stent strut was protruding. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.